Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The product code and lot number of this product are unknown at this time; therefore the 510k number will not be provided. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).the root cause of the reported condition was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).additional information was obtained from the patient's peritoneal dialysis nurse.the nurse stated one of occluder's on the twist clamp of the transfer set was broken. It was unknown how long the transfer had been in place. The patient cleans the transfer set with aclavis. Lot number was unknown. The transfer set was replaced. No additional information was provided.

Event description:
This is a spontaneous report by a nurse from (B)(6) of the transfer set was broken and peritonitis with (B)(6) in a patient (age not reported) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient experienced a broken transfer set. On (B)(6) 2011, the patient was diagnosed and hospitalized for peritonitis. Treatment provided was not reported. Dianeal therapy was ongoing. On (B)(6) 2011, the patient was discharged from the hospital and recovering from the peritonitis. An outcome was not provided for the transfer set was broken. Concomitant medications were not reported. Per the nurse, the peritonitis was unrelated to dianeal therapy. A causality statement was not provided for the transfer set was broken.